Manufacturer narrative:
.

Event description:
It was reported that the hcp gave the pt a single bolus and didn't realize that the pump would go into stope mode, but if the programmer would have alerted him he would have programmed it differently. The pt experienced signs/symptoms of withdrawal which included: tachycardia, increased pain, sweating, and nausea. The hcp stated that, the pt had to be hospitalized twice. The pt was treated with fluids and unspecified narcotics. The pt had been receiving low dose compounded baclofen (500 ug/cc) at about 100 ug/day and morphine (concentration unspecified) at 2-3 mg/day and possibly marcaine via the pump. The hcp reported the pt "was okay now".